Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the blood bag had a leak and could not be used for reinfusion. As a result, the patient received a blood transfusion with blood from a blood bank.